Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in airway from device and particles in tubing/chamber. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in airway from device and particles in tubing/chamber. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found contamination in the blower box. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 23 errors. The manufacturer concludes contamination found were consistent with contamination in the blower box. The manufacturer concludes there was evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.